Event description:
It was reported that during a transurethral ureteral holmium laser lithotripsy procedure, when the console was connected to the fiber, it was found that the fiber was broken at mid-section, and it could not be used. The procedure was completed with another fiber; however, the case time was extended while the fiber was replaced. There was no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established.

Event description:
It was reported that prior to a transurethral ureteral holmium laser lithotripsy procedure, when the console was connected to the fiber, it was found that the fiber was broken at mid-section, and it could not be used. The procedure was completed with another fiber; however, the case time was extended while the fiber was replaced. There was no patient complications reported. It was informed that the fiber break was caused by reuse of disposable optical fibers.